Event description:
Aaa endovascular stent graft was being placed into a male pt in 2007. Later that day, the pt developed fever. Chills, and became combative with EKG changes. There were no known drug allergies. Platelet count dropped, hemocrit levels dropped. Some time later, pt went to cath lab for tests. Pt was found to have severe coronary disease. Three to four days later, pt experienced another episode of fever, chills and decrease in bp. Pt was taken to surgery for coronary artery bypass graft nine days later.

Manufacturer narrative:
Evaluation:no product was returned by the customer to assist in this investigation. An internal clinical review was performed. At this time, based upon the info provided, we are unsure why the pt experienced a fever.